Manufacturer narrative:
Device was used for treatment, not diagnosis. Hwc: additional code. The manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained locking screw shows that the head locking thread is badly deformed due overload of torque during use. The screw head is deformed in such a case as he could slip through the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which caused the damage at the screw head finally. The plate shows scratches on the surface and slight worn threads as well. The articles were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Placeholder.

Manufacturer narrative:
Additional narrative: an updated device history record review was completed: no non-conformance reports were generated during production of this screw. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a distal radius fracture on (B)(6) 2013, the various angle (va) locking screw was discovered to have penetrated through the various angle (va) locking compression plate (lcp). The event occurred when surgeon was repositioning and installing the lcp plate and when surgeon inserted the va locking screw through guiding block in a positioning hole, and then inserting va locking screw from ulna to styloid side. The screw however kept turning at the distal row most styloid side, and it was discovered (by x-rays) the screw had penetrated the plate. It was reported the surgeon was able to remove the va locking screw, but he chose to keep the plate in patient due to patient age. The surgery was completed with no further adverse events reported. It was also reported surgeon used a 0.8mm torque limiter in lock. This report is for a 2.4mm titanium va locking screw, self-tapping stardrive 14mm length. This is 3 of 4 devices for this event reported on complaint (B)(4).